Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient regarding their implantable drug infusion device. The drugs being delivered were clonidine, bupivacaine, and morphine (unknown), all with unknown doses and concentrations. The reason for use was spinal pain. It was reported that the patient feels like the pump is coming to the surface of the skin since yesterday(B)(6) 2019.the patient stated that if he touches the pump area it is tender and it feels like it is at the surface. There were no falls or traumas reported. The patient has an appointment with the doctor on (B)(6) 2019 to check the pump, and they were to follow up with the healthcare professional (hcp). There were no further complications reported/anticipated.

Event description:
Additional information was received from the hcp on 2019-jun-13. It was reported the cause of the pump movement was yet to be determined, ¿but likely not a device issue.¿ there were no actions taken to resolve the issue at the time of the report. The issue had not been resolved. The patient¿s weight was reported. There were no further complications reported/anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.